Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Instrument channel and suction channel: enterococcus faecium and stenotrophomonas maltophilia (>20 cfu/ml). Air/water channel: enterococcus faecium and stenotrophomonas maltophilia (>20 cfu/ml). Auxiliary water channel: enterococcus species and stenotrophomonas maltophilia (>20 cfu/ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa and stenotrophomonas maltophilia (15 cfu/ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus pass-thru using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) in the evaluation of oekg the following was confirmed; the light guide lens and the objective lens was damaged. The glue of the light guide lens and the objective lens was damaged. The bending section rubber was porous and broken. The bending section was worn out. The connecting part of the bending section and the insertion tube was scratched and pierced. The grip section was worn out. The electrical contacts on the endoscope connector was damaged and discolored. Oekg sent the subject device to a third party laboratory for second microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.